Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that the tubing "broke in half". They stated that they checked the patients epidural when they complained that their pain level was increasing and found the tubing was broken. Mmdg did follow up with the initial reporter, who stated that no adverse effect to the patient had been reported. (B)(4).